Event description:
Per the audiologist's report, this patient has experienced a decrease in performance and an increase in the number of open-circuit electrodes since 2005. The electrode problems were confirmed by integrity testing. His surgeon will explant the device in 2006 and reimplant the child with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.